Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a ngen pump, EU configuration and the irrigation pump, when set to high flow, would then be switched to manual mode. There was an issue with the flow rate change during the ablation and no error was shown and the ablation continued. The generator was in automatic mode but it did not change the flow from low to high. No patient consequences were reported. There was a 2 minute delay. The procedure was completed in manual mode. No patient consequences were reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The product investigation was completed. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. No malfunction at all on pump was observed. It was a customer design change reccomendation for trupulse software of user for having the possibility to save a template with deactivated automatic flow adjustment. A device history record evaluation was performed for the finished device number (B)(4), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).